Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. The potential root cause for this failure mode could be due to improper tank cleaning and preparation or catheter encrustation and blockage by bacteria biofilm. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that a patient spiked a fever and uti with use of foley catheter.